Event description:
The customer called for help with her breeze2 meter. While troubleshooting, it was discovered, the meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is to be returned for eval. A replacement meter was sent to the customer.

Manufacturer narrative:
The customer's meter info was not obtained before the initial call ended. Customer service called the customer back to get that information, but found that her phone number had been disconnected. It's not possible to determine the manufacture date w/o the meter info.